Event description:
The customer reported a 9 hour delay with the initial dose of vancomycin for a pt with mrsa possibly due to failure to open the roller clamp. This delayed infusion may have caused a second debridement but also resulted in the pt getting the next dose too close to the initial dose. The pt subsequently went into acute renal failure and required hemodialysis for approx 3 weeks and had a prolonged hospital stay.

Manufacturer narrative:
(B)(4). No product was returned. Customer's allegation of delay with the first vancomycin dose could not be verified because the product was not returned for investigation. The root cause of this failure was not identified.